Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up experiencing shortness of breath. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient noted that he had been feeling symptomatic since (B)(6) 2016. A device software download was performed which restored normal device function. After the download, the patient no longer experienced shortness of breath. The patient was stable throughout the interrogation and would continue to be monitored.